Event description:
Clinic notes were received for the patient's vns replacement request due to the neos flag being seen. It was noted that the patient would be seen on (B)(6) 2013 for a follow up appointment due to an increase in seizures. The patient's vns device was disabled on (B)(6) 2013. At the last visit of (B)(6) 2013, it was stated that the patient would be going on vacation and would need to get the vns checked. The device was checked on this date; however, the patient was not seen by the physician due to needing to go to an urgent hair appointment. Per the last interrogation, the neos flag was set, indicating the device was at near end of service. Attempts are underway for additional information. No additional information has yet been received.

Manufacturer narrative:
Corrected data: date of this report, corrected data: initially submitted MDR reported an incorrect aware date. This report is being submitted to correct this information. Date received by manufacturer (mo/day/yr), corrected data: initially submitted MDR reported an incorrect aware date. This report is being submitted to correct this information.

Manufacturer narrative:
.

Manufacturer narrative:
Corrected data: supplemental report #2 inadvertently did not state that the patient was referred for surgery due to lack of efficacy.

Event description:
It was reported that this patient was referred for surgery due to the lack of efficacy. Surgery took place and this patient's device was explanted. The explanted product has not been received by the manufacturer to date. No other relevant information has been received to date.

Event description:
It was reported that the explanted lead and generator were received by the manufacturer. Analysis is underway but has not been completed to date. No other relevant information has been received to date.

Event description:
The lead underwent product analysis where a significant portion of the lead (including electrode array) was not returned for analysis. Other than typical wear and explant related observations, no anomalies were identified in the returned lead portions. The generator underwent product analysis where the pulse generator diagnostics were as expected for the programmed parameters. The generator performed according to functional specifications. The electrical performance of the generator will be used to conclude that no anomalies exist and the near-end-of-service (neos) condition is an expected event. Other than the noted events, there were no additional performance or any other type of adverse condition found with the pulse generator. No further relevant information has ben received to date.